Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, a technical support specialist (tss) followed up with the customer multiple times to get further information regarding the mentioned barcode issue for troubleshooting but did not receive any response from the customer. So tss proceeded to close the case. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es software issue was identified in which the barcode did not associate with the medication names. It was suspected that the problem could have been related to the interface. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.